Manufacturer narrative:
Investigation: the investigation showed that the upper screw must have loosened. The reason why it came loose is no longer comprehensible without the screw. Device history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. The current failure rate is within the risk analysis and therefore acceptable according to din en iso 14971; severity was 3(5) and probabilty 2(5). Conclusion and preventive measures: based upon the above mentioned investigation results, a definitive root cause for the reported issue could not be established. Excerpt of instructions for use (IFU) points out : "check the product for damage, e.g. Insulation or corroded, loose, bent, broken, cracked, worn or severely scratched and fractured components." Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the product fb805r - finochietto-burford rib spreadrcomplete. According to the complaint description, the screw loosened from a shank. The screw should be fixed and not be able to loosen. Patient harm was unknown. Additional information was not provided nor available. Additional patient information is not available. The malfunction is filed under aag reference (B)(4).